Event description:
Patient was in his room on the inpatient rehab unit. During change of shift, he experienced an unwitnessed fall and posey belt system was noted to have tear at the stitching. The belt was a new belt for single patient use. Patient showed no visible injury but was sent to acute care hospital for imaging since he is unable to communicate due to his medical status prior to the fall. Additional lab work completed in ed as per routine for full assessment of patient.